Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient kept the monitor connected to the outlet for over night transmissions and the monitor got really hot and fried the monitor. The patient was sent a new monitor. No patient complications have been reported as a result of this event.